Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: h6 -evaluation results code corrected to "no findings available". This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply not powering up. Plugged into multiple outlets, changed extension cord, no green light. No patient involvement.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device scrapped.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply not powering up. Plugged into multiple outlets, changed extension cord, no green light. No patient involvement.